Event description:
The customer reported the high flow insufflator was unable to maintain the set intra-abdominal pressure during an unspecified procedure. There was a spontaneous drop in pressure and deflation of the abdominal cavity. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.